Event description:
During shift check, the customer reported the fully charged autopulse li-ion batteries (B)(4) were unable to power on the autopulse platform. The batteries were pulled from the multi-chemistry charger prior to testing in the platform. The status leds on the batteries show 4 green lights. The batteries were tested with multiple platforms and the same issue persisted. No patient involvement. Please see the following related MFR report: MFR #3010617000-2022-01599 for the autopulse li-ion battery (sn (B)(4)).

Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.